Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the clinician "I did not get good blood return on initial insertion. Two insertion attempts to successfully place device." No patient, clinician, or device failures were experienced. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the clinician "I did not get good blood return on initial insertion. Two insertion attempts to successfully place device." No patient, clinician, or device failures were experienced. No other information was provided.